Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoraco/lobectomy. According to the reporter: at the 1st firing, the jaws closed on lung parenchyma, but the green button could not be pushed. The surgeon attempted to remove the device from tissue, but jaws would not open. The jaws could not be opened by retracting the black return knob. The surgeon removed the device forcibly, which caused tissue damage. No reinforcement material used.